Event description:
In june, 2002 the customer called medtronic minimed and stated that the infustion sets leaked at the luer lock. On august 5, 2002 maersk medical a/s received the complaint and 1 used tubing.